Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The eccentrically shaped target lesion was located in the severely tortuous and severely calcified right coronary artery. Pre-dilation was performed. A 4.00x38mm promus element long stent delivery system was advanced; however, the distal end of the stent became damaged. The device was removed and the procedure was not completed. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified distal stent damage. Stent struts were misaligned. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The eccentrically shaped target lesion was located in the severely tortuous and severely calcified right coronary artery. Pre-dilation was performed. A 4.00x38mm promus element long stent delivery system was advanced; however, the distal end of the stent became damaged. The device was removed and the procedure was not completed. No patient complications were reported and patient's status was stable.